Event description:
It was reported to philips that the system gave an alert that geometry movements were unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during an undergoing planned treatment procedure was performed when the issue happened. The procedure was completed by moving the patient to another room. Philips field service engineer (fse) visited onsite and confirmed that the system issued an alert indicating that geometry movements were not available. After reviewing log, fse identified that the geo ipc was down. Upon troubleshooting, fse found issues with the cable and power supply, and the bios battery was found to be low. To resolve the issue, the fse replaced the bios battery. Field service engineer (fse) implemented the correction. After replacing the bios battery, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.